Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed no error 1 sub code 7 observed in the meter dl. Returned meter was paired successfully with test pump to channel 14. A 10u bolus was given from the returned meter to the pump with no errors. Unable to confirm or duplicate the complaint. There was no defect found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error 1 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.